Event description:
It was reported that the patient was transferred from vb-micro hospital and was being prepared for discharge. Intravenous (IV) fluids were discontinued, and the 20-gauge IV catheter located in the left antecubital vein was flushed with 10 ml of saline. At the time of flushing, the IV site was clean, dry, and showed no signs of leakage or infiltration. Approximately 10 minutes later, during removal of the IV catheter, resistance was noted. It was observed that the catheter was not intact. Both an x-ray and ultrasound imaging were ordered. The surgeon attempted removal at the bedside but was unsuccessful. Ultrasound confirmed the presence of a foreign body within the vessel, along with clot-like material. Local anesthetic was administered to the area, and a skin incision was made using a #15 blade. Dissection down to the vein was performed using metzenbaum scissors. The vein was identified, and vessel loops were placed proximally and distally. Upon venotomy, a significant amount of clot was found and removed. The venotomy was extended until the catheter fragment was visualized and successfully extracted. The fragment measured approximately 2.5 cm. Despite removal, a substantial amount of clot remained within the vein. Due to concern for possible distal embolization, the decision was made to ligate the vein. Clips were placed both proximally and distally. The wound was copiously irrigated, and all irrigant was removed. Hemostasis was confirmed. The skin incision was closed in layers using sutures, and appropriate dressings were applied.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.